Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1(initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the etl (extract transform load) process delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the delay in the extract transform load (etl) process, resulting in the "report data not current" error message. A technical support specialist (tss) dialed into the application and database servers and reviewed the etl job history, which was completed successfully but showed a recent spike in run times. Tss data synchronized was functional, and no stations were automatic critical override. Tss found that external messaging appeared normal. Tss noticed the purge queue had over 74 million entries, which seemed excessive and potentially linked to performance issues. Tss followed knowledge article- es database server performance troubleshooting and found no issues except in step 5.3, which revealed 12 indexes with significant fragmentation, some in large or performance-sensitive tables. Tss manually reindexed the top 8 indexes, and after this, the etl job returned to its normal 12-minute duration. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the etl (extract transform load) process delayed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.